Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump has physical damaged. The customer explained that she had experienced low blood glucose for a couple of weeks since (B)(6) 2015. The customer stated that on the most recent low blood glucose event her blood glucose value was 22 mg/dl, she fainted and the insulin pump got damaged. Current blood reading is 123 mg/dl. The customer stated that there is a crack that goes from the reservoir compartment to above the bolus button on the screen. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 3004209178-2015-50846.